Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and inspected buffer valves and syringes not issues found. The fse cleaned the ise tubing, electrodes, and sample pot. Upon further inspection of instrument observed that the peri pump roller tubing's were worn and flat. The fse replaced the peri pump roller tubing's to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient result for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with ¿ph¿ flag involving their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. The customer indicated less than ten (10) patient samples were affected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.